Event description:
It was reported that the left bundle branch (lbb) lead was explanted due to infection. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).